Event description:
The doctor reported the implant was removed due to osseointegration failure approximately one month after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. The doctor reported that peri-implantitis and bone resorption were observed during the implant removal surgery. The patient has since recovered.